Manufacturer narrative:
Initial reporter phone: (B)(4). Device is a combination product. Device evaluated by MFR.:synergy ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified distal stent damage. The proximal struts were pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80-90% stenosed, 2.75-3.5x35mm, eccentric,de novo target lesion with a significant bend of >= 90 degrees was located in the acute angle of the left circumflex artery in the obtuse marginal bifurcation. The lesion was pre-dilated with a 2.75x12mm non-compliant balloon resulting to 30-40% residual stenosis. A 2.75x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. A non- bsc guide extension catheter was used but it was still unable to cross the lesion. When the device was retrieved, it was noticed that the stent was distorted. The proximal part of the stent got crimped. The device was replaced with two shorter stents and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80-90% stenosed, 2.75-3.5x35mm, eccentric,de novo target lesion with a significant bend of >= 90 degrees was located in the acute angle of the left circumflex artery in the obtuse marginal bifurcation. The lesion was pre-dilated with a 2.75x12mm non-compliant balloon resulting to 30-40% residual stenosis. A 2.75x38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. A non- bsc guide extension catheter was used but it was still unable to cross the lesion. When the device was retrieved, it was noticed that the stent was distorted. The proximal part of the stent got crimped. The device was replaced with two shorter stents and completed the procedure. No patient complications were reported and the patient's status was stable.